Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Media provided by the site was inspected and depicts a portion of the device. There is no indication based on the media supplied that there is a separation to the device. The wire looks stretched however, the detachment is not confirmed.

Event description:
It was reported that a detached device fragment remained in the patient. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the calcified left coronary artery. A 1.50 rotapro and 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire broke into two pieces. One fragment was suspected to have remained in the distal coronary vessel, while the other was retrieved with the rotapro. The procedure was completed with another of same device. No complications were reported, and the patient vital signals were normal. It was further reported that when the physician located the remaining fragment, they tried to remove the fragment but were unsuccessful.

Event description:
It was reported that a detached device fragment remained in the patient. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the calcified left coronary artery. A 1.50 rotapro and 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire broke into two pieces. One fragment was suspected to have remained in the distal coronary vessel, while the other was retrieved with the rotapro. The procedure was completed with another of same device. No complications were reported, and the patient vital signals were normal. It was further reported that when the physician located the remaining fragment, they tried to remove the fragment but were unsuccessful.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the guidewire was kinked. Microscopic inspection revealed no issues. The length of the guidewire was measured at 130 cm. Media provided by the site was inspected and depicts a portion of the device. There is no indication based on the media supplied that there is a separation to the device. The wire looks stretched however, the detachment is not confirmed.

Event description:
It was reported that a detached device fragment remained in the patient. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the calcified left coronary artery. A 1.50 rotapro and 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire broke into two pieces. One fragment was suspected to have remained in the distal coronary vessel, while the other was retrieved with the rotapro. The procedure was completed with another of same device. No complications were reported, and the patient vital signals were normal. It was further reported that when the physician located the remaining fragment, they tried to remove the fragment but were unsuccessful.

Event description:
It was reported that a detached device fragment remained in the patient. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the calcified left coronary artery. A 1.50 rotapro and 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire broke into two pieces. One fragment was suspected to have remained in the distal coronary vessel, while the other was retrieved with the rotapro. The procedure was completed with another of same device. No complications were reported, and the patient vital signals were normal. It was further reported that when the physician located the remaining fragment, they tried to remove the fragment but were unsuccessful.

Manufacturer narrative:
The device was returned for analysis. The device was returned for analysis. Visual inspection revealed the guidewire had one kink. The kink was located at 50.7 inches. Microscopic inspection revealed no issues. The length of the guidewire was measured at 130 inches which is within device specification of 129-131 inches. This confirms that the guidewire was returned complete for analysis and no sign of detachment could be found. There is no indication based on the media supplied that there is a separation to the device. The wire looks stretched; however, the detachment was not confirmed.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the body of the guidewire was kinked. The kinks were located at 40 inches (101.6 cm) and 75 inches (190.5 cm). Microscopic inspection revealed that the spring tip was bent and stretched. The weld ball at the tip of the spring tip was detached and the core wire was found detached. The length of the guidewire was measured at 129.9 inches (329.95 cm) which is within device specification of 129-131 inches, even though the weld ball was detached from the spring tip. There is no indication based on the media supplied that there is a separation to the device. The wire looks stretched; however, the detachment was not confirmed. The product analysis did confirm the reported the detachment.

Event description:
It was reported that a detached device fragment remained in the patient. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the calcified left coronary artery. A 1.50 rotapro and 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire broke into two pieces. One fragment was suspected to have remained in the distal coronary vessel, while the other was retrieved with the rotapro. The procedure was completed with another of same device. No complications were reported, and the patient vital signals were normal. It was further reported that when the physician located the remaining fragment, they tried to remove the fragment but were unsuccessful.

Event description:
It was reported that a detached device fragment remained in the patient. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was located in the calcified left coronary artery. A 1.50 rotapro and 330cm rotawire were selected for use. During the procedure, it was noted that the rotawire broke into two pieces. One fragment was suspected to have remained in the distal coronary vessel, while the other was retrieved with the rotapro. The procedure was completed with another of same device. No complications were reported, and the patient vital signals were normal.